Event description:
Dear sir or madam, enclosed is a copy of a letter which I wrote medtronic corporate offices regarding problems I had with my defibrillator and leads which were planted initially (B)(6) 2005 and had to be replaced in (B)(6) 2009 due to failure of the leads. I don't think they took me very seriously. I am seeking legal advice! I do take this seriously and I hope that someone continues to monitor and make people aware. In (B)(6) of 2005, I had a maximo vr defibrillator implanted. It was done under the direction of dr (B)(6) of the (B)(6) hosp here in (B)(6). Everything went fine. Before hand dr (B)(6) had mentioned some info about "recalls", but he wasn't concerned, so neither was I. I suppose your people convinced him and therefore me, that there was nothing to worry about. Less than four years later in (B)(6) 2009, I started noticing a noise early in the morning. At first I assumed it was early morning traffic or a dream, but I finally realized it was coming from inside me. It was coming from the defibrillator. After contacting the nurse who checks it via telephone and office visits, we found out the defibrillator and/or the leads were not functioning and I would be left unprotected should I go into heart failure. As someone who has suffered a heart attack and nearly died, "I was terrified." The end result was, I had to be scheduled for an operation, a very expensive $(B)(6) procedure and go through a period of temporary incapacity. As you well know after a procedure of this caliber, you can't shower for a while and definitely, "no lifting", and a healing period. I shouldn't have had to go through this for several more years. Now mind you, my personal life at the time was complex. I had care of and control of my only son (a paranoid schizophrenic with serious behavior issues), care and control of my father in a nursing home for chronic dementia. I was also working a part time job caring for another disabled lady to help pay for my father's nursing home care. My incapacity was a problem. I was eventually forced to stop the p/t job. Several months ago, I saw an ad on television addressing people who had issues with defibrillators manufactured by medtronic. Keep in mind here, that I am not a computer oriented person. I'm rarely on the internet at all and therefore had no knowledge of the problems your company had been having with the leads/defibrillator. My faith was in my doctor and somewhat your company. I made a phone call to the number given on the tv, and spoke to someone at the firm of (B)(6) of (B)(6). While they were not able to assist me due to my specific circumstances, they encouraged me to seek the advice of an attorney. After doing some research on the internet, I found the firm of (B)(6) here in (B)(6). This firm has been handling your cases here in (B)(6). I spoke to a (B)(6). Again, my situation did not fit the cases of medtronic they were handling, but she gave me reason to believe I should pursue it. I am interested in knowing your thoughts here. From my point of view, it would be "fair" of you to give some small compensation for the inconvenience I was put through by you allowing a defective product to be implanted into my body, for the fear I lived with every moment from the time I realized the problem until the time it was replaced, for the p/t job I was forced to quit because I "could not" perform my duties and for the things I had to ask for help with. That would be the "fair" thing to do. I take my life seriously. Do you? Now, you may find this hysterically funny. Yes, it makes me want to laugh hysterically, the though of a major corp like yours doing the "right" thing, being fair. But you are human beings. If this happened to you, what would you do? How would you feel? Therefore, I will have to accept whatever you decide. I can't make you do what is right and fair. I don't trust lawyers so much, so, it is possible I will take it no further. But I will be needing you again and I see I will need to be more cautious. I have to keep you on your toes. Hopefully, I kept the tone of this letter "light", but know that I take very seriously what occurred to me and how my life was affected by your defective equipment. I trusted you, my doctor trusted you and you failed us. Take responsibility. Do the right and fair thing. I will be looking forward to hearing your response (or will I?)